Event description:
The customer reported to baxter (B)(4) of a buretrol solution administration set that "seemed to have a human hair in the drip chamber". The process step was before use. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4).evaluation summary: the device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined.